Event description:
Customer reportedly obtained a result of 114mg/dl on the advantage system while the hospital device read 68mg/dl. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.